Manufacturer narrative:
A visual inspection and functional testing analysis was performed on the returned device. The reported difficult to remove could not be tested due to device condition. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to interaction between the balloon and the stent include, but are not limited to, partial deflation of the balloon, stent outer diameter, vessel tortuosity, or device support. In this case, it cannot be determined what contributed to the interaction between the balloon and stent. Additionally, analysis of the returned sds noted bends on the hypotube, a torn guide wire exit notch, and inner member stretching. This type of damage is consistent with manipulation against resistance. It is possible that manipulation of the sds, when resistance was met with the stent, contributed to these damages. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with mild tortuosity. The 3.5x38mm xience alpine stent was implanted at the target lesion; however, the balloon of the sds met with resistance with the stent during removal. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.